Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. To resolve the issue, a pump supply change was performed. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions. The customer's blood glucose level was 400 mg/dl.